Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed potential t-wave oversensing (twos) during a monitored ventricular tachycardia (vt) episode. Follow up was conducted and there has been no reprogramming completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.